Event description:
On (B)(6) 2012 at the (B)(6) hospital in (B)(6), it was reported that three (3) units of the arterial filter quart 00175 leaked. The first one was used during the bypass procedure because there was not enough time to change it. The second one was noticed to be leaking along the top joint during priming and was replaced. The third filter was used during bypass surgery even though it was leaking. There was no patient impact. Note: two additional medwatches will be submitted to capture the first and third events for leaking. Reference MDR's 8010762-2014-00416 and 8010762-2014-01075. (B)(4).

Manufacturer narrative:
(B)(4). Per the final statement to the complaint letter dated april 17, 2012 leakage testing was performed on the returned sample and it was confirmed that there was a leak in the welding cover near the red stop cock. Such leakages would be clearly detected in the 100% function test in production, however, it is possible that the leak could appear later on due to inner stress in the material. (B)(4).